Event description:
General report of multiple undocumented incidences of bleedback into the pressure monitoring tubing. During use on pts, it was noted that backbleed occurred into the tubing. The backbleed was noted occassionally as far back as to the IV bag after access of the safeset port. The customer states that this is occurring possibly after access of the port by the nurses with a baxter 14g access pin. Oozing has been noted at the port. Pt info was requested, but none was available. No pt harm was reported.